Manufacturer narrative:
Date of event is estimated the device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
It was reported that the ipg was unable to communicate with external devices following a surgery. It is unknown if ipg was set to surgery mode. A manufacturer representative met with the patient and was unable to repair the ipg. Surgical intervention may be taken at a later date to address the issue.